Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was reported that a system error 2367 (resume error/critical error found) alarm occurred on the homechoice device. The patient was connected to the device at the time of the event for drain four of four of peritoneal dialysis therapy. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis to complete therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.